Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the cypher set pedicle screw would not stop turning and not able to hand tighten. Cypher head screw head splayed open. The screw was removed and another new same size screw was used to complete the case. There were no reported patient impacts.

Event description:
It was reported that the cypher set pedicle screw would not stop turning and not able to hand tighten. Cypher head screw head splayed open. The screw was removed and another new same size screw was used to complete the case. There were no reported patient impacts.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. The complaint is confirmed for one returned cypher screw for the failure of deformation leading to cross-threading and binding with set screw. Medical records were not provided for review. Device evaluation: item number and lot number were confirmed to match information in the complaint file. Visual inspection reveals that the screw plate is not tightly affixed to the tulip head. Potential cause: root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during insertion or handling. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use : this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.